Manufacturer narrative:
H10: h6: the device intended for use in treatment has been returned and evaluated and a relationship for the reported event was established. A visual evaluation did not identify any defects. A functional evaluation confirmed that the device displayed error 31 which switched the device into power off mode an identified as software error. A review of the manufacturing records could not be performed as the lot number provided could not be confirmed. A complaint history review for the reported event has been reviewed revealing further instances however no further action is deemed necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. However please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Manufacturer narrative:
The device intended for use in treatment has been returned and evaluated. A relationship for the reported event was established. A visual evaluation did not identify any defects. A functional evaluation confirmed that the device displayed error 31 which switched the device into power off mode. A review of the device history record could not be performed as the lot number provided could not be confirmed within the device history database and this investigation is now complete with no further action deemed necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that when the device was turned on, the message of "device failed" displayed on the screen. The treatment was continued with a backup device having no delay. There was no patient harm. The device will be returned to jp local service for evaluation.